Event description:
Consumer called to report erratic readings with her meter. Analysis run on consensus error grid using mean reading (164) as a reference vs. Bd readings (51, 276) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Verfication of the accuracy for this lot was performed against the current version of the insepction test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.